Event description:
The surgeon tested catheters before insertion, but high impedence reading of 7000 ohms when inserted into pt. Idet surgery had to be cancelled. The procedure was rescheduled a week later. No complications were reported and patient was ok.